Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: from calvert health's incident reporting system: after inserting a newborn (24g) peripheral IV, the needle in the catheter did not retract when the safety mechanism was activated. No harm reached staff or the patient, but this could lead to a needle stick. Per the second rn in the nursery at that time, the same issue occurred earlier in the shift. No adverse events.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4219459. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.